Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and issues with the sensor. Customer's blood glucose level went as low as 45 mg/dl. Customer treated their low blood glucose with food and juice. Customer advised they had blood inside their cannula and it was bent. Insulin pump is not returning.